Manufacturer narrative:
Investigation: optical inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Results: finally, we have dismantled the valve. Inside the valve we have found a build up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: 170. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "po valve is blocked. Explanted." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.